Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported fracture of unknown femoral part of s-rom noiles knee prosthesis left side after fall. No info concerning revision. See attached x-rays.

Manufacturer narrative:
.

Event description:
After medical record review, the patient was revised due to loosening and migration of the femoral component.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.